Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a pump error indicating the device detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer's blood glucose was unknown. It was reported that this has been an ongoing issue since last week and they have rewind the pump and change sets couple of times. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 130 noted during testing.